Manufacturer narrative:
The investigation for the reported access site bleeding and limb ischemia issues have been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the issue was most likely patient condition related since the bleeding was resolved with manual pressure and the patient had disseminated intravascular coagulation (dic) in which the proteins that control blood clotting become overactive. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had bleeding and limb ischemia. The impella device was surgically removed for transition to intra-aortic balloon pump (iabp). The surgeon confirmed the condition of bleeding, but he said that he could not find a clear bleeding point because hemostasis had already been achieved by manual compression. It was thought that ischemia was the trigger, so percutaneous coronary intervention (pci) was performed on the treatable blood vessels, and mitral valve surgery was considered for future.